Event description:
It was reported that, during a shoulder procedure, after tying down the medial row rotator cuff, the surgeon put the sutures into the healicoil knotless for lateral row fixation and securely seated the anchor into the bone and pulled out the inserter. Before cutting the sutures, the surgeon noticed that lateral row anchor had failed and pulled out of bone. The eyelet, which was locked onto the sutures, was removed from the patient, however, the surgeon could not find the peek implant inside or outside of the shoulder. An arthrex 7mm swivelock was inserted inside the same hole, however, this also failed as the sutures lost fixation. There was 45 minutes of delay and it is unknown how the procedure was completed. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. This case reports that during the use of the healicoil anchor, the anchor pulled out of the bone and the peek implant could not be found by the surgeon. No clinically relevant supporting documentation was provided for inclusion in a medical investigation. The healicoil anchor is implantable, biocompatibility is not an issue. If retained micro-motion or movement cannot be predicted. There is potential risk for tissue inflammation and/or pain. Per e-mail communication there were no issues reported due to the extended surgical time. No further clinical/medical assessment is warranted at this time. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Factors that may have contributed to the reported event include unintended excessive force on insertion, incomplete actuation of the black dial or off-axial insertion. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.